Event description:
The sheath was introduced without issue. When the physician advanced the igtcfs-65-1-fem-celect, an attempt was made to cross a tight stenosis. The filter would not cross and ruptured, penetrated, the sheath. An unsuccessful attempt was made to retract the filter back into the sheath. The whole system was then removed without harm to the pt. A competitors filter, option, was used and failed in the same way. The procedure was not completed. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). An investigation of the returned device revealed the filter had penetrated the sheath as reported. The primary legs were still loaded in the cup, but the secondary filter legs bent upward. The filter hook was found mfg according to specs and without damages. No defect was noted to any of the components, which could indicate the reason for the penetration and under normal conditions the sheath is strong enough to accomplish the procedure, but it is seen before that the sheath may kink, if exposed to extensive force and the filter may be prone to exceed the sheath wall if the introducer system is advanced through a kinked sheath. According to IFU: "excessive force should not be used to place the filter." Rep follow up may be considered.